Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server was not communicating with the emar system. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unplugged. A technical support specialist dialed into the care communication engine (cce) server hphesint and logged into the cce management console. Confirmed that all active hosts were connected and verified that both the cce service and system service were running. Ran a message trace and found that the last adt and orders messages were received and sent to the es server. Verified that there were no messages in the queue. Restarted both the cce and system services. Initially, there was a timeout with no message activity for 96 minutes, but after further monitoring, it was confirmed that adt (admission, discharge, transfer) and orders messages were crossing without delay. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server was not communicating with the emar system. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.